Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, it was reported by an arthrex employee via phone that an ar-2323pslc suture anchor, peek swivelock's anchors threads did not engage properly, they deteriorated upon insertion. This was discovered during an unspecified procedure with no patient harm reported. The case was completed with another ar-2323pslc of the same lot. Additional information provided 02-apr-2026: it was further reported this was discovered during an acl reconstruction using autograft hamstring tendons with no patient harm reported.